Manufacturer narrative:
D4 (lot number, expiration date) provided. H4 (device manufacturer date) provided. Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, the pacing system was explanted on (B)(6) 2021 because of an infection. Another pacing system should be implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, the pacing system was explanted on (B)(6) 2021 because of an infection. Another pacing system should be implanted.